Manufacturer narrative:
The customer reported of having an intermittent signal loss, they have changed telemetry devices but used the same channel on the different units and all the telemetry devices show the signal loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of having an intermittent signal loss, they have changed telemetry devices but used the same channel on the different units and all the telemetry devices show the signal loss. No patient harm was reported.